Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. The shaft and tip were microscopically examined. There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. The outer and inner shafts were torn from the exit notch distally. Majority of the shafts were torn, the only portion that was not torn was 17mm before the proximal balloon cone. The distal tip was also torn and damaged. The damage to the shafts and tip is consistent with damage that can occur due to interaction with a guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-jan-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.75mm x 15mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed shaft hole/perforation.